Event description:
Low blood glucose (35 mg/dl), while wearing the device. Pt self-treated by drinking a soda. Pt stated that the device had previously been generating recurrent cartridge/adapter alerts.